Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round high profile 500cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed, as the prosthesis began to feel different after a pop was heard when the patient was standing up. The patient has stated that the physician¿s office has recommended device replacement, however, at this time no explantation date has been set.

Manufacturer narrative:
Additional information was received on (B)(6) 2019. In addition to the deflation reported previously, ptosis resulting in asymmetry was also noted. On (B)(6) 2019 bilateral prosthesis replacement with 560cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/8/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 38-year-old caucasian female underwent primary breast augmentation with a mentor smooth round high profile 500cc saline prosthesis. On (B)(6)2018 left sided deflation was observed, as the prosthesis began to feel different after a pop was heard when the patient was standing up. Additional information was received on (B)(6) 2019. In addition to the deflation reported previously, ptosis resulting in asymmetry was also noted. Upon receipt by mentor the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent at the valve junction. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).